Event description:
A 4 fr amplatz 2 catheter made by medtronic was introduced via the femoral artery over a .035j guidewire. The catheter tip was visualized on fluoroscopy. Unable to engage right coronary artery. Catheter removed. Tip of catheter was missing. Pt taken to x-ray for while body x-rays to locate catheter tip. Found on x-ray to be located in the right peroneal artery.